Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a non-reproducible erroneous positive accutnl result generated by the unicel dxc 600i synchron access clinical system. The result was not reported out of the laboratory. The initial sample was repeated on the same instrument and result within the normal reference range was obtained. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The sample was collected in a greiner vacuette serum 13mm x 100mm tube and was centrifugated at 3000g for 15 minutes at 20 degrees celsius. Per customer, the sample was 3/4 full. On (B)(6) 2011, a system check was performed and the instrument passed within specifications. A bci field service engineer (fse) performed type 1 cf hardware verification. The instrument passed high sensitivity system check, which was verified to the published specifications by the fse. A clear root cause for this event has not been determined to date.